Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a single high out-of-range shock impedance value. The right ventricular (rv) threshold was also high and sensing measurements were variable. Technical services recommended additional troubleshooting of the ICD system in clinic. The ICD and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.